Event description:
Information was received that upon removal of smiths medical catheter, device tip was noted to be missing. Ultra sound was done, and xray of the patient's arm was able to locate the missing piece. However, it was reported that " a follow up xray of the elbow and a CT of the chest done on 02/06/2019 and were both (B)(6) for visualization". Additionally, " patient was stable for discharge from original diagnosis, but attending ordered a stat ultrasound prior to discharge to assess for catheter". Patent declined follow up care of another ultra sound against medical advice. Next day case management called to reiterate problems or concerns and patient said "she will work with her primary doctor".